Manufacturer narrative:
The device was not returned for an evaluation and the customer did not report the lot number of the device. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
A customer reported that 3 minutes and 36 seconds into a vaser liposuction procedure, the system stopped activating. The procedure could not be completed. There was no injury to the patient.